Manufacturer narrative:
Bench repair replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim and needed a new user interface (ui). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested options for replacing the back-ordered ui assembly and the rse advised the customer the ui assembly was still on back-order, but the individual parts could be ordered. The customer requested on-site service for the ui replacement.

Manufacturer narrative:
H10: the customer reported that the display for the v60 was dim. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly replacement, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The removed light crystal display (lcd) was returned to the product investigation lab (pil). The pil technician installed the lcd on the standard test bed (stb) and it was confirmed the stb operated without issue or errors. The pil technician was able to adjust brightness, confirmed that the display's graphics are articulate, and the backlight was providing a bright display. The pil technician confirmed that there was no problem found with the lcd.